Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Caller reported via phone call that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings of 584 mg/dl. Customer was treated with IV at the hospital. Customer had a motor error alarm and as well as a motor position encoder error prior to the hospitalization. Drive support cap was noted to be slightly indented and the insulin pump was not exposed to a high magnetic field. Customer's blood glucose reading at the time of the call was unknown. Customer was advised to discontinue use of the insulin pump and it is being returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The insulin pump received with cracked reservoir tube lip and minor scratched lcd window.